Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported since the morning, she has been experiencing high blood glucose over 400 mg/dl. Customer has changed the site three times and blood glucose would not lower below 400 mg/dl. Customer's current blood glucose was 447 mg/dl. Symptoms were excessive thirst, aches, and pains. The drive support cap on the device appeared normal. Customer stated there were a few small bubbles in the tubing; assistance was provided to remove the bubbles. Manual prime was performed, insulin did exit, and no leaks were noted. Settings were correct. No delivery alarms were noted in the device history. High pressure test was performed and device passed. Customer was advised the device was working as designed. No further information reported.